Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: breast cancer. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation surgery with implantation of a 440cc mentor memorygel xtra breast implant prosthesis. Post-operatively, the patient reported dissatisfaction with the position of the implant and how it sits on the chest in addition to breast pain during a follow-up with a medical professional. Afterwards, the patient was diagnosed with stage ii invasive ductal carcinoma with her2 positive breast cancer. As a result, the patient underwent bilateral mastectomy, breast implant removal, and replacement with tissue expanders. No date of explantation was provided or any further information. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right breast prosthesis.

Manufacturer narrative:
On january 24, 2025, mentor was notified that the explantation date occurred on (B)(6) 2024. Date of explantation: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).